Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was leaking from the patient line. Customer loaded a new cartridge to address the issue. Additionally, it was reported that the pump was intermittently not annunciating audible tones for certain alerts/alarms. It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm. Reportedly, the customer administered a manual injection to address elevated bg level.